Event description:
I am a consumer who is having stress incontinence. In (B)(6) 2009, I had the miniarc sling placed. In (B)(6) 2011, I found out the sling is now exposed through my vagina and needs to be removed. In (B)(6) 2011, I had to have surgery due to complications of the miniarc device. At that time the sling was removed.